Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the circular stapler, the staples got stuck when the surgeon pressed the device and subsequently, the staples fell out inside the cavity. The surgeon used a suction to retrieve all the fallen staples. There were firing issues with the stapler, and the staples did not deploy, resulting in a cut but no staples being present. The device was replaced and the surgeon used another device. No patient complications have been reported as a result of this event.